Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins battery was at 30% when it turned off. The patient said the pain and the low battery had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for cervical/neck and spinal pain. Beginning in t he end of (B)(6) 2019 when the recharger is connected to the controller, the screen goes blank and splashes the word medtronic/reboots. This also happens if the connection is wiggled while it is plugged in. The patient does not have to reset the controller to resolve the issue and the controller battery is at least 50%. When the recharger is unplugged the issue doesn't seem to be present. When they tried to charge the ins today, the ins battery was low and once they got the recharger connected to the ins the stimulation turned off. Patient services reviewed how to turn stimulation back on and the patient did this successfully. The patient had a return of pain because the stimulation turned off. They think it will be 2 days before they feel normal again. The patient was transferred to repair. No further complications were reported/are anticipated.